Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Reportedly, the cause for low bg was due to the customer not eating and control iq not making insulin adjustments as the customer expected. Control iq did not make insulin adjustments as expected due to the customer not having the control iq feature turned on. Customer consumed carbohydrates to address bg level. Tandem educated the customer on turning on the control iq feature.